Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the drive manifold assembly, scroll compressor, drive regulator, and safety disk. The fse completed the pm performed with full calibration, functional testing and electrical safety checks.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.